Event description:
Customer reported reported no image on right monitor or on tower monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image intensifier. System operates as intended.